Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was 415 mg/dl at the time of incident. Caller stated that the insulin pump buttons would not work even after a replacement battery cap was sent. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Caller also reported to have experienced a high blood glucose of 415 mg/dl and declined troubleshooting for high blood glucose event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.